Event description:
The user facility reported that the "clear coating seems to be coming off" during the insertion of the guidewire into the sheath. There were no reported patient complications. Additional event specific information has not been made available.

Manufacturer narrative:
Visual examination of the returned sample confirmed that portions of the hydrophilic coating and possibly some of the polyurethane had been damaged and sheared away from the guidewire. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a hard, rough surface. There is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) may result in "abrasion of the hydrophilic coating," "destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up.